Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the instrument bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the pitch cable frayed and loose at the distal clevis hub, and the cables were found derailed at the clamping pulley. Engineering evaluation also found that the cables and idler block pulley at the back end of the housing exhibited chemical attack and had rust. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.